Manufacturer narrative:
On (B)(6) 2016 follow up: customer resumed pump therapy on (B)(6) 2016. The tslim user guide states, "stop insulin: stops insulin delivery. If insulin delivery is stopped, resume insulin will be displayed." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had recently started pump therapy. Customer saw a red text indication stop insulin. Customer thought insulin delivery had stopped and pressed the insulin stop button. Four to five hours later, the customer's blood glucose (bg) level was greater than 600 mg/dl. Customer attempted to deliver correction boluses but did not see insulin deliver. Customer was taken to the emergency room and admitted to the intensive care unit. Customer was treated with intravenous fluids and discharged four days later. Reportedly, there was no permanent damage to the customer.